Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a device change-out procedure for eri, an insulation surface anomaly close to the tri-furcation was observed. Electrical measurements are in-range. The physician elected to keep the lead active and connected it to the new device. Patient will be monitored remotely. The patient was in good condition.